Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for a 73 year old male patient. (Customer provided normal ref range 1.60-2.60 mg/dl) (B)(6)2023 sid: (B)(6)result 6.35 mg/dl, repeat result 2.21 mg/dl, repeated on other instrument results 2.18 mg/dl, 2.06 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the leaking peristaltic head tubing (rohs) and cleaning the cuvette segment, no cuvettes (rohs). No additional discrepant result issues have been reported since the service activity was completed. The cuvette segment, no cuvettes (rohs) and peristaltic head tubing (rohs) were determined to be the likely causes of the issue. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette segment, no cuvettes (rohs) and peristaltic head tubing (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6)was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for a 73 year old male patient. (Customer provided normal ref range 1.60-2.60 mg/dl). (B)(6) 2023 sid: (B)(6) result 6.35 mg/dl, repeat result 2.21 mg/dl, repeated on other instrument results 2.18 mg/dl, 2.06 mg/dl. No impact to patient management was reported.